Manufacturer narrative:
Event date was during the weekend of (B)(6) 2010. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure for variceal banding. According to the complainant, the patient was being treated for bleeding varices within the esophagus. During the procedure, the trip wire which releases the bands from the speedband ligator device broke away; the break occurred by the dials on the scope. They were unable to release any bands from the device. They removed the scope from the patient, attached a second speedband ligator device to the scope, and then re-scoped the patient. They completed the procedure without complications. The bleeding event was not exacerbated by the delay. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.